Event description:
False (B)(6) advia centaur xp hbsag results were obtained for a patient sample. The results were questioned due to clinical observation. The patient sample was tested on alternate methods and the results were reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown.the calibration and qc were reviewed and were acceptable.the instrument is performing within specifications.no further evaluation of the device is required.the IFU states in the "limitations" section:"for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.it is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."